Manufacturer narrative:
One opened phaco tip in a zip top bag in a tray was received. Sample was visually inspected and found to be conforming for bent tip and nonconforming for broken phaco tip. The phacoemulsification tip was broken at the aspiration bypass hole, breakage is very jagged. Wall thickness was observed to be even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phacoemulsification tip visual inspections do not show any manufacturing issues that would cause the broken phaco tip. The complaint evaluation does not confirm the report. The returned sample was found to be visually conforming, as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The phacoemulsification tip was found conforming for the bent condition and the exact root cause for the broken phacoemulsification tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tip of the phaco tip was found bent and damaged when sleeve was installed before cataract surgery. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).